Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter, product return status: 1 device was received for evaluation, 1 device was available for evaluation but has not yet been received. Evaluation status: 1 event was not confirmed during testing; the device was found to be within specifications. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach; 1 event had no patient involvement; no patient impact; 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a component detach. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status: 1 device was not available to stryker for evaluation. 1 device is not labeled for single-use. 1 device was not reprocessed and reused.